Event description:
The customer reported via phone call that they received a motor error alarm during a basal delivery. Customer's blood glucose was 318 mg/dl. The customer reported being in a magnetic resonance imaging machine prior to the alarm occurring. Customer also stated they received a motor position encoder error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify e70 error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners, display window, battery tube threads, minor scratched lcd window and with broken reservoir tube lip.